Event description:
It was reported by the patients daughter that their heart rate is dropping when they are laying down. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.